Manufacturer narrative:
Follow-up #1: date of submission 08/26/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powered on with a hard call service alarm which prohibited further testing. Moisture corrosion was observed on the display screen inside the pump. The pump failed a leak test due a display lens leak. The cover was removed, for further investigation and moisture corrosion was found to the printed circuit board on the display screen, the keypad flex/connector, the continuous glucose monitoring module, and to internal components. Unrelated to the initial complaint, the display was observed to be dim and faded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a call service alarm issue. The reporter stated that a call service alarm had occurred 3 times in 30 days. There was no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.